Event description:
Patient contacted depuy synthes spine to report three spinal rods have broken post-operatively. The patient believes these may be depuy synthes rods but is not certain. The patient had a ten hours scoliosis surgery on (B)(6) 2010. Experienced pain (lower left of spine) post op throughout three years with multiple cat scans to find root cause. In (B)(6) 2013, the patient bent over slightly and felt sharp breathtaking pain. Patient went into doctor¿s office on a friday (exact date n/a right now). Reports the surgeon identified broken a bone and surgery was performed on the following monday. On the following wednesday, a procedure was performed with connectors and rods. The original rods were left in place. In (B)(6) 2013 , the patient leaned over to get a tissue and felt the same pain. X-ray and cat scan showed original 2010rod was broken in bottom left. Patient reports that according to the surgeon, the rod is secure in the screws and is broken between the two screws. See mfg medwatch report# 1526439-2013-29359 for the patient¿s first broken rod. See mfg medwatch report# 1526439-2013-29361 for the patient¿s third broken rod.

Manufacturer narrative:
The devices were not returned and are still implanted in the patient. A device history record (DHR) review could not be conducted as the reported device lot is unknown. A complaint and imaging review was conducted with medical director. There is excess length of the bi-lateral rods beyond the most caudal bone screws at s1 which could potentially lead to bone impingement resulting in post operative pain and irritation. In the most recent set of fluoro images from (B)(6) 2013, fixation via pedicle screws is evident from iliac to lower lumbar levels; wires used up through t11, possibly. It is difficult to count levels precisely based on the limited fluoroscopic images. Without cat scan images, we cannot confirm levels of fusion or reported broken bone. The root cause of the reported post operative rod breakage is unknown as the device remains implanted in the patient and was not available for evaluation. Therefore, the complaint will be closed with no further action required. If the sample or additional information becomes available, the complaint will be reopened and evaluated. Device not returned.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Remains implanted.